Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 100 mg/dl and sensor glucose value from reported event was 40 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend event was 40. Suspend on low limit in sensor settings was 90. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will be returned for analysis.